Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported by the customer that she went swimming and water got into the insulin pump. The insulin pump is vibrating without any alarms or alerts. The display went blank immediately after the exposure to the moisture. The customer was advised to discontinue pump therapy and return the pump. The blood glucose was not mentioned. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump was received with cracked display window, cracked battery tube threads and cracked reservoir tube lip.